Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was seen in clinic with reports of "odd alarms" while connected to the power module. It was reported that the pt has not used the power module for the last several days and has been using her batteries. The log file data showed three pump stoppage events on different days. The log file data submitted to the MFR for analysis confirmed the low speed and pump stoppage events which appeared to have occurred while the pt was connected to the power module pt cable. The events were most likely a result of a damaged driveline. The pump appears to function as intended while connected to battery power. The pump was subsequently exchanged due to a driveline fracture.

Manufacturer narrative:
The report of a suspected driveline issue was confirmed. The pump was returned with the driveline cut at the distal end of the dacron velour and the severed portion was returned. Examination of the pump portion of the driveline found breakdown of the braided shield approximately 9" from the pump housing. Visual inspection of the underlying wires found breaches in the yellow and orange wire insulation. The adjacent wires showed evidence of abrasion, but none of the inner conductors were exposed. The wires were submerged in a saline bath for insulation high-potential (hi-pot) testing to check for current leakage through each wire's insulation and the test did not reveal any additional insulation breaches. The connector portion of the driveline appeared unremarkable and passed all electrical testing. It was noted that once the exposed conductors of the yellow or orange wires comes in contact with the braided shield, while the system was operating on the power module, the resulting short to ground would have caused the reported alarms and pump stoppages. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. Based on additional information from the hospital, no further issues had occurred since the pump exchange. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information from the hospital notes that no further issues were reported after the pump was exchanged.